Event description:
The ICD involved in this report was interrogated upon scheduled f/u on (B)(6) 2011. Reportedly, the physician observed that therapies had been recorded in the implant memories (in overview screen), however no episode was recorded in holter memories (aida); then, the session was ended w/o resetting statistics. A new interrogation was performed, but no data were available in statistics or aida.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.